Event description:
On (B)(4) 2013, olympus biotech received an adverse event report for op-1 in the scientific literature (dhoke et al. In the era of recombinant bmp, does additional anterior stabilization add value to a posterolateral fusion? Evidence-based spine-care journal. 2012 vol 3: 1-4). A pt (demographics unk) who received op-1 as part of posterolateral fusion surgery for spondylolisthesis experienced a hematoma which did not require surgical intervention. The author did not provide an assessment of seriousness or relatedness olympus biotech has assessed this adverse event as non-serious and not related to the op-1. Additional info is being requested.

Manufacturer narrative:
Event: haematoma at the incision site. Company assessment: not serious and not related. Reportability: per request of FDA, events which could be indicative of a potential immune reaction, such as haematoma, are submitted as 30-day expedited reports regardless of seriousness.